Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including monitor/defib functional testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.